Event description:
It was reported to medtronic neurosurgery that three way stopcock on the patient line was broken. It was also reported that there was no impact to the patient.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The injection port luer arm and the proximal luer arm on the patient line stopcock both had cracks. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).